Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. Deformation: no observed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, shape disfiguration, pain and rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Pain: unable to observe as it is not related to the device. Deformation: unable to observe already the device is a rupture device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported shape disfiguration, pain, and rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
The events of seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician reported left side device rupture diagnosed by ultrasound and MRI imaging as well as shape disfiguration and pain. The patient also underwent mammography. Later reported " hypoechoic solid lesion of similar size, oval, well-circumscribed benign morphology, measuring 6x2.5 mm" and ¿fluid reaching a thickness of approximately 5.5 mm are observed around the prosthesis¿ ,

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported shape disfiguration, pain, and rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 01aug2024.

Event description:
Physician reported left side device rupture diagnosed by ultrasound and MRI imaging as well as shape disfiguration and pain. The patient also underwent mammography. Later reported " hypoechoic solid lesion of similar size, oval, well-circumscribed benign morphology, measuring 6x2.5 mm" and ¿fluid reaching a thickness of approximately 5.5 mm are observed around the prosthesis¿,